Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had an unspecified defect was confirmed. An assessment was performed on the device which determined the control unit was not functioning and was defective. It was further reported that the device had no function. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that before an unspecified surgical procedure, it was observed that the battery reciprocator device had an unspecified defect. During in-house engineering evaluation it was found that the control unit was not functioning. It was reported that there was no patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.